Event description:
Possible lv lead fracture was reported. The device was programmed to rv only pacing in (B)(6). Subsequent information received indicates the left ventricular lead had no capture and was dislodged. The lead was removed and replaced, no patient complications have been reported as a result of this event.

Event description:
Possible lv lead fracture was reported. The device was programmed to rv only pacing. No patient complications have been reported as a result of this event.

Event description:
Possible lv lead fracture was reported. The device was programmed to rv only pacing in (B)(6)2010 - returned product report indicates the left ventricular lead had no capture and was dislodged. The lead was removed and replaced, no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on distal conductor (not obstructed). Cosmetic environmental stress cracking on outer insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.